Event description:
Two months post-op the pt developed an infection. Surgeon chose not to treat pt with antibiotics. Surgeon explanted product and would like a histological analysis.

Manufacturer narrative:
Further investigation into this event indicated that the surgeon does not believe our co's product caused or contributed to this patient's problem. Previous conversations with his nurse indicated otherwise.